Event description:
It was reported that non-sustained oversensing due to intermittent non-capture was observed on the right ventricular (rv) lead. Programming changes were made. The patient was stable.